Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that pt had a stroke in 2019 and their ins stopped being used. Caller stated the pt attempted to have the ins restarted but the ins was unable to be restarted. Caller stated that pt now wants the ins replaced. Caller did not have any further information. Caller inquired about implanting hcp and implant date. Tss reviewed information. Additional information was received from the healthcare provider (hcp). Caller said patient hasn't used their scs implant since their stroke in 2019. Hcp is planning to replace patient's scs system. Caller inquired if the current lead allowed MRI. Implant is likely in overdischarge.